Event description:
Blood cultures were ordered as part of a fever work up. The results were randomly and intermittently electronically transmitted to the ehr data storage library, but there was not any warning or notification that a positive blood culture was reported. More than 24 hours elapsed before any clinician knew and antibiotics started. The delay, commonly caused by silent delivery of life critical results, was life threatening in this case.